Manufacturer narrative:
H3: the power conversion enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The motion enclosure was returned to the manufacturer for evaluation. Testing found that motion functionality intermittently readied and multiple motion calibration prompts were seen. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3) a software analysis was initiated as part of the investigation. Analysis found that the issue was unrelated to the software of the imaging system and the software functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the motion controller interface was found to have an out of box failure when attempting to install the unit. The representative then returned to the facility at a later date. Testing found that the issue occurred intermittently and would occur at the initial start up of the system. The motion enclosure and power conversion enclosure were subsequently replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: b i71000180, serial/lot #: (B)(4). Product ID: bi71000180, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: bi71000176, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not boot and displaying "system initialization, please wait.". It was reported that the movement functionality would not boot after several minutes. Three subsequent reboots restored functionality and the imaging system functioned as designed. Two days later, it was noted that the imaging system prompted the user for motion calibration and that the facility did not prompt the system with a stop button. There was no patient present when this issue was identified.